Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after catheterization, when the catheter¿s patency and flow was checked with a syringe, blood exudation (leak) was found on the catheter¿s extension tube at the venous end (near the venous adapter). To resolve the issue, the defective catheter was extubated and replaced with a new one (insertion) on the same day and went on successfully with no signs of leakage. After cleaning the extracted catheter, obvious cracks could not be observed by the naked eye. When pressurizing the venous end with a water-bearing syringe, obvious liquid exudation could be seen in the extension tube at the venous end. It was also stated that no cleaning agent was used on the device, no tego was utilized, and had no luer adapter issue. Insertion site was treated prior to product placement. Clamp was not moved periodically, and flushing was not done prior to insertion, only infiltrated in saline. There was 30ml of blood loss as a result of the event but there was no blood transfusion indicated. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the blue port, red port, clamps, bifurcate and cannula appeared intact. Pmv performed functional testing; the distal end of the cannula was clamped and a water bath test was performed, air bubbles were detected at the connection of the extension tube on the blue port side. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the hole in the extension tube may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confirmed. If information is provided in the future, a supplemental report will be issued.